Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported right heart failure could not be conclusively determined through this investigation. The report of low flow alarms can be confirmed based on the onsite evaluation by an abbott representative, and the account reported that these alarms were due to right heart failure. The account reported that the patient had frequent low flow alarms due to right heart failure. Low flows occurred throughout the day and night while the patient remained asymptomatic. The primary team did right heart catheterizations, echocardiograms, and speed ramps. The customer requested a low flow software upgrade to reduce the patient¿s low flow limit from 2.5lpm to 2.0lpm. The primary and backup controllers, (B)(6) and (B)(6), were upgraded to the low flow 2.0 software on (B)(6) 2021. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had frequent low flow alarms due to right heart failure. The patient had been having these alarms for 4-6 months. Right heart catheterization, echocardiogram, and speed ramp test were performed. The patient had a pocket controller software upgrade with low flow alarm set to 2.0 lpm. Low flows occurred throughout the day and night while the patient remained asymptomatic. Additional information revealed that the clinical staff adjusted the low flow threshold to 2.0 lpm. Patient and clinical staff were given copies of the low flow alarm guides. Both of the patient's system controllers had their low flow threshold adjusted